Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the right ventricular (rv) lead channel. Technical services (ts) was consulted, and it was noted that the pacing threshold was recently adjusted to 0.5 volts, which was below the 2.5 volts threshold trend, ts advised on adjusting the threshold since the previous adjustment was likely programmed to the wrong output. No adverse patient effects were reported. This device remains in service.